Manufacturer narrative:
The cause of the user's experience could not be determined at this time. If additional information becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility claimed to have intermittent image problems during a procedure and utilized a different, but similar device to complete the procedure. The facility will not return the device to the manufacturer for evaluation. There was no patient injury reported.